Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 relion insulin syringes 3/10ml had scale marking issues. The following information was provided by the initial reporter : the consumer reported that the scale print is incorrect and stated that when the plunger rod is pushed all the way up, the stopper is above the first line. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 31-may-2022. H6: investigation summary customer returned (3) 0.5ml syringes. Each syringe was measured using a gauge. The position of the gauge determined that the graduation markings on the syringe barrel were within specification. A review of the device history record was completed for batch# 1284104. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of defective scale markings. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 relion insulin syringes 3/10ml had scale marking issues. The following information was provided by the initial reporter : the consumer reported that the scale print is incorrect and stated that when the plunger rod is pushed all the way up, the stopper is above the first line. Date of event : unknown. Samples : available.